Event description:
Reportedly,during a routine follow-up performed on (B)(6) 2014, the atrial lead impedance measurement was above 3000ohms and sensing and capture failure were indicated. The pacing mode was re-programmed to vvir mode. The next follow-up will be performed in (B)(6) 2015.

Event description:
Reportedly,during a routine follow-up performed on (B)(6) 2014, the atrial lead impedance measurement was above 3000ohm and sensing and capture failure were indicated. The pacing mode was re-programmed to vvir mode. The next follow-up will be performed in (B)(6) 2015.